Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective moog blower unit. No further resolution could be made since the biomed who reported the issue do not want to service the vent anymore because they have tech certified in bv.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, it was confirmed on logs that the tf 401 and 316 alarms were present along with persistent blower. Restart the unit and requested for service. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us had tf 316 (blower failure) and 401 (inspiration valve or device leaky). When the unit is powered on. Issue occurred with rt (respiratory therapist) during pre patient set up. Furthermore, there was no patient associated with the event.